Event description:
Caller reported blood glucose results of 429 mg/dl and 229 mg/dl on compact plus system 1, 139 mg/dl on compact plus system 2 within 10 minutes. No adverse event was reported. A request was made for the return of the strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Absent the device lot number, manufacture date cannot be determined.